Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture damage on the keypad traces. The pump had cracked display window corner and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 245 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the pump could have been exposed to moisture due to a crack by the corner at the reservoir opening. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.